Event description:
It was reported that this electrode showed high frequency artifacts during provocation and movement testing. The artifacts were annotated as noise. When pulling the patients hands apart low amplitude r waves were seen. An electrode fracture was alleged. A review of the device data was sent for technical review. A review of the device data showed evidence of myopotential noise artifacts in the secondary sensing vector. Ts noted that the patient may be exposed to inappropriate therapy. Ts discussed recommendations for this case and possibly reprogramming the device and further investigation of this case. Additional information noted that during a follow up noise was seen in the alternate and primary sensing vectors while the patient was lying down and sitting. The secondary sensing vector was programmed. The electrode was subsequently explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was expected to be returned. Should the lead be returned, analysis will be completed and this investigaiton will be updated.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode showed high frequency artifacts during provocation and movement testing. The artifacts were annotated as noise. When pulling the patients hands apart low amplitude r waves were seen. An electrode fracture was alleged. A review of the device data was sent to boston scientific technical services (ts) for review. The provided device data showed evidence of myopotential noise artifacts in the secondary sensing vector. Ts noted that the patient may be exposed to inappropriate therapy. Ts discussed recommendations for this case and possibly reprogramming the device and further investigation of this case. Additional information noted that during a follow up noise was seen in the alternate and primary sensing vectors while the patient was lying down and sitting. The secondary sensing vector was programmed. At a recent follow-up, the device was unable to be interrogated. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both products were received for analysis.

Event description:
It was reported that this electrode showed high frequency artifacts during provocation and movement testing. The artifacts were annotated as noise. When pulling the patients hands apart low amplitude r waves were seen. An electrode fracture was alleged. A review of the device data was sent for technical review. A review of the device data showed evidence of myopotential noise artifacts in the secondary sensing vector. Ts noted that the patient may be exposed to inappropriate therapy. Ts discussed recommendations for this case and possibly reprogramming the device and further investigation of this case. The electrode remains implanted. No adverse patient effects were reported.